Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame, broken frame/weld. The one x brace has a broken weld at seat rail the other x brace was unable to see a broken weld. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. One of the two cross braces for the invacare tracer sx5 wheelchair that was returned exhibited a break at the weld between the seat rail and cross bar portions of the cross brace. The other cross brace was intact. However, during the evaluation, the seat rail portion of both of the cross braces were determined to not be straight. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame, broken frame/weld. The one x brace has a broken weld at seat rail the other x brace was unable to see a broken weld. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. One of the two cross braces for the invacare tracer sx5 wheelchair that was returned exhibited a break at the weld between the seat rail and cross bar portions of the cross brace. The other cross brace was intact. However, during the evaluation, the seat rail portion of both of the cross braces were determined to not be straight. Dealer states that the right crossbrace is broken at the t of the crossbrace.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the right crossbrace is broken at the t of the crossbrace.